Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. Approximately three years and five months post filter deployment, the patient had a computed tomography scan that showed filter perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: b1,d1,d4,h1,h6(result and conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Manufacturing review:a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary:the device was not returned for evaluation. Medical records were provided and reviewed. Approximately, six months of post deployment, patient admitted for abdominal pain and computed tomography of abdomen was performed. The study showed that duplicated inferior vena cava was seen. Single right sided infra renal inferior vena cava filter was inadequate and the duplicated inferior vena cava joins proximal to the filter. Around, eight days later, patient presented for abdominal pain and computed tomography of abdomen was performed. The study showed that duplicated inferior vena cava was seen and the filter was present in the right inferior vena cava. Around, fifteen days later, patient presented for chest pain and shortness of breath and computed tomography angiography of chest was performed. The study showed that no evidence of pulmonary embolism. Around, one year and eleven months later, patient presented with the complaints of abdominal pain and blood vomiting, a computed tomography of abdomen was performed. The study showed that duplicated inferior vena cava was seen and the filter was seen on the right inferior vena cava. Around, ten months later, patient presented with the complaints of left lateral leg pain and bilateral venous doppler study was performed. The study showed no evidence of lower extremity deep vein thrombosis. Around, one month later, patient was presented for back pain and computed tomography of lumbar spine was performed. The study showed that the filter legs protruded beyond the lumen of the inferior vena cava. Therefore, the investigation is confirmed for the perforation of the inferior vena cava (ivc).based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. Expiry date: 03/2017. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. Approximately three years and five months post filter deployment, the patient had a computed tomography scan that showed filter perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for perforation as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that approximately three years five months post filter deployment, the patient allegedly had a CT scan that showed filter perforation. There were no reported attempts made to retrieve the filter. The current status of the patient is unknown.